Event description:
The pt was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coord that during implant, the outflow graft was pre-clotted with cryoprecipitate and thrombin. The outflow graft was anastomosed to aorta and the hosp was unable to stop the bleeding at the point where the graft material connected to the metal. The perfusionist then reported to the MFR that the surgeon opened a second pump implant kit and obtained a new outflow graft. The second outflow graft was pre-clotted and anastamosed to previous graft. There was no bleeding noted, and the bend relief was in place. The pt was stable in auto mode, rate 63, flow 5.5, sv 80, bp 90s, cvp 12. The next day it was reported by the MFR's clinical specialist that the pt expired allegedly due to a chest wall arterial tear. The firt outflow graft was returned to the MFR for eval.